Event description:
Resident found out of bed caught between the 2 side rails on the left side of a hillrom bed. Pt had expired. Bed was examined, no problems with unit found. Incident occurred at the extended care facility (nursing home).